Manufacturer narrative:
A partial lead was returned in four segments for analysis. External insulation abrasion was noted at 1.4-1.5cm, 4.9-5.1cm, and 7.1-7.2cm from the proximal cut end, consistent with lead friction to the device can. External insulation abrasion was noted at 35.1-35.6cm and 35.7-35.8cm from the proximal cut end, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 36.1-38.3cm and 35.1-38.9cm from the proximal cut end. The etfe coating was damaged during extraction at these locations. Internal insulation abrasion under the svc shock coil was noted at 33.6-33.7cm and 33.8-33.9cm from the proximal cut end. The etfe coating was abraded at these locations, consistent with the field observation of noise and oversensing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing due to lead was observed in stored egms during a routine follow-up in clinic. The patient was asymptomatic. The lead appeared to have externalized conductors. The lead was extracted. Complications occurred during the lead extraction when the laser sheath was passed over the lead. Patient was stable post procedure.